Manufacturer narrative:
Additional information: (device mfg date) has been updated based on the returned product download. Sensor (B)(4) has been returned and investigated. Performed visual inspection on returned sensor, no issues observed. The adhesive was returned with the sensor. Extended investigation has also been performed. Dose audit reports and environmental monitoring reports, including bioburden and endotoxin testing, were reviewed for the quarterly period during which each complaint unit was manufactured. No abnormalities were found, and the investigation showed all processes were effective. No malfunction or product deficiency was identified.

Event description:
A customer's caregiver reported that a customer experienced an adverse skin reaction while wearing the adc freestyle libre sensor on (B)(6) 2019, with unspecified symptoms of "skin reaction" at the sensor application site. The customer had contact with an hcp who prescribed topical dermatop (prednicarbate, a corticosteroid) ointment for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer's caregiver reported that a customer experienced an adverse skin reaction while wearing the adc freestyle libre sensor on (B)(6) 2019, with unspecified symptoms of "skin reaction" at the sensor application site. The customer had contact with an hcp who prescribed topical dermatop (prednicarbate, a corticosteroid) ointment for treatment. There was no report of death or permanent injury associated with this event.